Event description:
Essure fitted on (B)(6) 2013, since then I have had insomnia and have slept 3hrs per night. On my right side across from my hip is extremely painful which continues down both my legs. Feels like really bad cramp everyday. I pass huge clots on daily basis which I have never had before it looks like lumps of liver. Disgusting! My hair is falling out, my stomach is bloated and painful, my skin is covered in spots. I need to urinate every 30mins which is not practical with work etc! Extreme fatigue and moody! This is the worst device ever made, its controlling my life! (B)(4).